Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced a system error 2240 (air in set/line) alarm. This alarm occurred during peritoneal dialysis therapy. The patient was connected at the time of the alarm; had ended therapy and removed the supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical services representative reviewed proper procedures with the patient. The patient planned to complete therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.